Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used in colonoscopy procedure performed on an unknown date. According to the complainant, during procedure, the seal biopsy valve was leaking. Additionally, the valve popped off the scope, after multiple biopsies taken. No patient complications were reported, as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Device problem code 1354 captures the reportable event of device leak. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used in colonoscopy procedure performed on an unknown date. According to the complainant, during procedure, the seal biopsy valve was leaking. Additionally, the valve popped off the scope, after multiple biopsies taken. No patient complications were reported, as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received as of 31oct2019. The procedure was completed using a device from a different manufacturer. There was no harm noted on the patient as a result of this event.